Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the priming process. Customer's blood glucose level was 164 mg/dl. The customer was unable to troubleshoot at the time of call because the alarm was resolved with a set change. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.